Event description:
It was reported that this right atrial (ra) lead was surgically explanted due dislodgement with a loss of captured and low sensing. This ra lead was replaced with the same model and being sent to pathology. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to other or non product experience. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the d4. Unique identifier (UDI) #. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed a deformed helix and cuts in insulation likely an explant damage. Furthermore, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due dislodgement with a loss of captured and low sensing. This ra lead was replaced with the same model and being sent to pathology. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed a deformed helix and cuts in insulation likely an explant damage. Furthermore, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due dislodgement with a loss of captured and low sensing. This ra lead was replaced with the same model and being sent to pathology. No additional adverse patient effects were reported.